Event description:
During a ptca and stenting, the taxus express drug eluting coronary artery stent was stripped from the delivery balloon and lost in the right femoral artery. Retrieval required contralateral arterial access. The stent was successfully retrieved intact. The lesion was then sucessfully stented.